Event description:
A report from a (B)(4) provider was received who states the right rear wheel is rubbing on the frame when the client is sitting in the chair because the frame is crooked. No injury.